Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens was returned dry in a microcentrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the lens has a curved shape. (B)(4).

Manufacturer narrative:
Patient post-op bcva was 20/20 and ucva was 20/25 on (B)(6) 2017. A lens work order search was performed. No similar complaint type events found. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_13.2 diopter -11.0/+1.5/083 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was re-positioned. On (B)(6) 2017, the lens was exchanged with a same size, but different model lens due to lens rotation not associated to a low vault. The lens exchange resolved the problem.